Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump passed the a21 error test. No a21 alarm noted. However, found moisture damage on the electronics and battery tube assembly. No moisture damage on the vibrator or motor assembly noted. The pump did have a cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer daughter reported via phone call that the insulin pump alarmed button error, unresponsive keypad, physical damage, unexpected restart alarm and had moisture damage. The customer's blood glucose reading was 259 mg/dl. Daughter states the customer went into the pool with the insulin pump still attached. Now there is fluid under the lcd and is unable to navigate the pump. The unexpected alarm occurred after the battery change. The buttons on the insulin pump are unresponsive. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.